Event description:
Rptr is writing to co in regards to the failure of equipment mfg by co which resulted in an injury to a resident. On april 14, at approx 4:00 pm one of residents was being escorted in her wheelchair by her daughter over a roadway on the grounds. As she was coming down a slight incline, the front left wheel on the chair broke and the resident tumbled out of the chair and onto the pavement. The resident experienced pain in her knee and hip; she was transported to hosp. Upon examination she was found to have no serious injuries and was returned to the nursing facility. The wheelchair in question is an invacare rolls. The wheel that broke was a small plastic spoked wheel. All eight plastic spokes broke completely off the wheel causing the wheel to come off the axle. Due to the potential for serious injury, facility is examining all of their invacare chairs at this time.